Manufacturer narrative:
H6: the device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during an orthopaedic knee replacement procedure. The blade broke at the mount as the surgeon tried to saw the bone. There was no contact between this blade and metal instruments. The bones cut during this procedure are the tibia and femur. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during an orthopaedic knee replacement procedure. The blade broke at the mount as the surgeon tried to saw the bone. There was no contact between this blade and metal instruments. The bones cut during this procedure are the tibia and femur. No further information was provided.